Event description:
The device has 3 small metal spheres (approximately 1mm in size) on the end of the wand that are connected by a center point. One metal sphere broke off while md was using the device on the acetabulum. Unknown if the piece was sucked into suction or left in the hip joint.